Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed crack at the distal end could be determined, however, the observed damage/deformation was likely the result of physical stress (physical load, problems in handling). Additionally, the root cause of the observed scratches reaching the adhesive layer on the acoustic lens could not be determined, however, the issue was also likely the result of physical stress (physical load such as shocks from falling, etc.). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of leaking instrument channel was not confirmed. In addition to evaluation in connecting tube had a scratch. Due to damage on ultrasonic cable, the number of missing elements exceeded the standard value. Due to a crack on distal end, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis lucera ultrasound gastrovideoscope had leaking at instrument channel during a leak test. There was no report of patient harm associated with this event. During incoming inspection, it was determined the distal end cover was cracked. Also, the ultrasound probe surface was damaged that reached the glue-layer. This medwatch is being submitted to capture the reportable malfunctions found during evaluation.